Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. If device or add'l info becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported by the pt via e-mail that "hello, I had a total knee replacement with a stryker scorpio nrg x2 on (B)(6), 2010. Since I could walk, I have this clunking when I walk, most of time its 3-4 clunks per steps. Is this a condition of having the plastic tray too thin: i.e. 13mm instead of 16mm; I would like some help, my surgeon says the x-rays look perfect and everything is aligned good, but it hurts when I get the clunks. Thanks!"